Event description:
It was reported to covidien on (B)(6) 2012 that a customer has an issue with trellis 8 80x15. The customer states that patient was treated for a trellis procedure in left popliteal vein. Customer informed that during a procedure that after the product was placed in position and while advancing the drive unit wire, the wire came out near the proximal balloon. The entire device was removed from the patient and a new one was used without medical intervention.

Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.